Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hiatal hernia repair procedure on (B)(6) 2011 and straps were used to fixate the mesh. During the procedure, the straps penetrated the diaphragm which resulted in damages to the sinus coronarius and the heart chamber. The patient had to be transported to another hospital for treatment due to heart damage. The patient was stable following treatment. The reporting physician opined the cause of the event was most likely a misuse of the device.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a laparoscopic primary sliding hiatal hernia repair procedure. The defect was sutured with goretex sutures and then the mesh was placed ventral to the esophagus to reinforce the repair. Four hours after surgery the patient developed a high pulse and low pressure. By ultrasound the surgeon could see fluid in the pericardium. The surgeon opened the patient up and did a pericardial window in another hospital.

Manufacturer narrative:
.